Event description:
Upon removal of "vital port" vascular access port it was discovered by the surgeon to be defective. "There was a fracture of part of the catheter housing where the catheter attaches to the post chamber."